Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing ballooned while infusing on a patient. There was no harm.

Manufacturer narrative:
The customer's report that the tubing ballooned was not confirmed. Visual inspection of the noted area immediately observed a tear along the silicone segment component directly below the upper fitment component. Further inspection under magnification of the noted torn area observed no other obvious damages or issues. Functional testing was performed; a leak was observed from a noted tear, measuring approximately 0.1 inches in length, on the set's silicone segment component. The root cause of the reported tubing balloon was not identified. The root cause of the noted tear was not identified.

Event description:
It was reported that the tubing ballooned while infusing on a patient. There was no harm.

Manufacturer narrative:
Correction to initial report date of report.

Event description:
It was reported that the tubing ballooned while infusing on a patient. There was no harm.